Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and undersensing issues. Technical services (ts) was consulted and recommended further testing. Later on, atrial intrinsic amplitude was noted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and undersensing issues. Technical services (ts) was consulted and recommended further testing. Later on, atrial intrinsic amplitude was noted. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.